Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The technical service representative verified that one of the supplies bag became disconnected. During follow up phone call the home patient (hp) stated that he did not remember exactly how the bag disconnected, he thought it might have been due to the falling, but was not clear. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 5. The home patient (hp) stated that one of the supply bags became disconnected during therapy. The technical service representative (tsr) explained the alarm, assisted with troubleshooting and advised to either start over with new supplies or use manual supplies to complete therapy. During a follow up with the hp regarding bag disconnecting and the alarm, the hp stated that he did not remember exactly how the bag disconnected, the hp thought it might have been due to falling, but was not certain. The hp verified that he did not have any injury or harm as a result of this incident. Per hp, he did not notice any defects on the supplies and verified that he had discussed the issue with his nurse. The hp stated that he is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.